Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the nc voyager balloon ruptured at 14 atm during post dilatation of an unk stent. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, and on the hypotube. There was contrast in and on the balloon, in the inflation lumen, and on the hypotube. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water was used to pressurize the balloon to the rated burst pressure (rbp) of 18 atm, but the balloon would not pressurize due to contrast in the inflation lumen. The balloon catheter was left pressurized overnight and there was fluid that came out of a pinhole in the balloon above the proximal marker. There were scratches noted along the pinhole for a length of .5 mm. Product performance engineering has reviewed incident info and the analysis of the returned product. The analysis suggests that the product was prepped for use, pressurized during the procedure, and is consistent with a leak or balloon rupture that occurred while the device was inside the anatomy. A new infeflator was used in attempt to pressurize the catheter, but the balloon would not inflate. However, after it was soaked in a water bath overnight to dissolve the blood and contrast, the analysis was able to confirm that there was a pinhole in the balloon. There were also scratches noted on the outer surface of the balloon adjacent to the rupture site, indicating that the balloon material may have exhibited mechanical damage at some point during the procedure. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may suggests that the balloon was not damaged prior to use. Although no pt anatomical info was provided, it is likely that lesion characteristics contributed to the reported difficulty. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant, and/or the pt anatomy, such that the balloon ruptured upon inflation during the procedure. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and all lot release testing met mfg criteria. Overall, based on the info received with this complaint and the analysis of the returned product, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. This MDR is considered to be closed by the product performance group.